Manufacturer narrative:
(B)(4).

Event description:
The rv lead displayed low sensing. The device was explanted and replaced. The patient is in good condition.

Manufacturer narrative:
The field report of undersensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No cuts are present at the junctions of the lead body and svc shock coil. All the damages found on the lead are consistent with damage caused at explant.